Event description:
It was reported that a patient presented remotely via merlin. Net, the implantable cardiac monitor (icm) recorded tachycardia episodes which were noises due to electromagnetic interference (emi). No intervention or procedure was reported. The patient was stable throughout.